Event description:
It was reported that the patient moved while the customer was creating a 3d carto map of the heart. Due to the patient movement the 3d carto map was deemed inaccurate, and therefore, customer used a lasso catheter to guide the ablation. It was also reported that pericardial effusion was observed on the acuson sequoia ultrasound machine during the sixth ablation.

Manufacturer narrative:
The serial number of the carto xp system has not been provided. Several attempts were made to gather more information about this complaint, however no additional information could be obtained. Investigation of this complaint is still ongoing. This report will be updated upon completion of investigation.